Manufacturer narrative:
The bur subject to this investigation has not returned to the manufacturer for evaluation. Part number and lot number information have not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is a follows; part number: 5100120922, lot number: 09168.

Event description:
It was reported that during a surgical procedure, the bur did not rotate well. It was also reported that the procedure was completed suing the device. It was further reported that there was no delay or adverse consequences as a result of this event. It was subsequently reported via the repair unit that a broken bur was found inside the attachment.